Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor failure -1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the forensic memory log. However, the device was put through extensive testing including functional stress testing, bench handling, and power cycling without duplicating the report. Internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.